Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned rt127 breathing circuit was visually inspected. Results: the pressure line and the adaptor kit were both missing. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that the pressure line and adapter kit were omitted during the assembly process. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required, which must be displayed at the packing station. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the pressure line was missing from an rt127 infant breathing circuit. This was found before use on a patient.